Event description:
It was reported that there was a foreign material in the sterile packaging.

Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: mouth of shaver had floating red particles inside the failure identified in the investigation is consistent with the complaint record. The probable root cause could be the flash was not removed during cleaning process when the inner tube was inserted into the housing and scraped off the flash, improper cleaning process, qc incoming, and in-process inspections.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a foreign material in the sterile packaging.